Event description:
The customer reported that due to an 840 malfunction, the pt was placed on another ventilator. There was no pt harmed or injured as a result of the event. The customer inspected the device and reported that the problem was a faulty solenoid.

Manufacturer narrative:
Covidien was not authorized to service the device.